Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a frozen screen. The customer's blood glucose reading was unknown. The mothers stated that her daughter had the pump on last night and it froze. The mother mentioned that they did not get any insulin delivered. The customer was advised to call back to troubleshoot.